Event description:
Procedure: vats/right lower lobectomy. According to the reporter: roticulator 45-3.5 sulu was used to form interlobar and roticulator 45-2.5 sulu was used to cut the pulmonary artery. After 3rd firing on the inferior pulmonary vein with roticulator 40-2.0 sulu, blood spurted from around the center of the stump. The small incision was extended by about 3 cm, and the bleeding site was grasped with the forceps and was carefully sutured. Bleeding stopped before it became serious. Amount of bleeding: about 300 cc. There was tissue damage. No unanticipated tissue loss, nothing fell into cavity, the pt is recovering. Operating time was extended by more than 2 hours. No information about the use of reinforcement material was provided.

Manufacturer narrative:
(B)(4).